Event description:
A lawsuit was received indicating a pt was hospitalized for treatment of back pain. The doctor excised a lipoma from the pt's neck. During the operation, a spark ignited and caused severe burns to the face, neck, mouth, throat, esophagus and trachea of the pt.